Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to surgery. The patient alleges tilt and vena cava perforation. The patient further alleges fear, stress, anxiety, loss of enjoyment of life, and limited mobility. On (B)(6) 2020, per a report from computed tomography; ¿ivc filter: there is a retrievable inferior vena cava filter present. The apex of the filter is positioned at the origins of the bilateral renal veins with the tip of the apex extending just beyond the superior margins of the renal veins (1-2 mm above). There is minimal rightward tilt of the filter in the horizontal dimension by approximately 5 degrees. There is no significant tilt in the anterior-posterior dimension. There is no evidence of strut fracture or discontinuity. All struts transgress the caval walls. The 4 dominant struts are positioned at the 2 o'clock, 4 o'clock, 6 o'clock, and 10 o'clock positions. The 2 o'clock strut transgresses the caval wall by approximately 4 mm and is not associated with any of the adjacent structures. The 4 o'clock strut transgresses the caval wall by approximately 5 mm and is not associated with any adjacent structures. The 6 o'clock strut transgresses the caval wall by approximately 3-4 mm and is not associated with any adjacent structures. The 10 o'clock strut transgresses the caval wall by approximately 4 mm and is not associated with any adjacent structures. There are 2 accessory struts positioned between the 6 o'clock and 10 o¿clock position which transgress the caval walls by approximately 7 and 8 mm, respectively (axial image 34) and are in close proximity to a suspected accessory renal vein however, delineation of the vasculature is limited without the benefit of contrast. There does appear to be a clear fat plane between the accessory struts and the adjacent vessel. The remaining accessory struts transgress the caval wall by 1-2 mm and are not associated with any adjacent structures. There is standard configuration of the visualized inferior vena cava. There is no gross evidence of stenosis however, evaluation is limited without the benefit of intravenous contrast.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: vena cava (vc) perforation, tilt, fear, stress, anxiety, loss of enjoyment of life, and limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear, stress, anxiety, loss of enjoyment of life, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2009, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.